Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead received a left ventricular assist device (lvad). After receiving the lvad the shock impedance measurement rose to 150 ohms. It was reported that the patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.